Manufacturer narrative:
Concomitant medical products: c2tr01 crtp, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pectoral stimulation due to the left ventricular lead. Multiple settings were reprogrammed, but the issue persisted so the lead was programmed off and will be revised. No further patient complications have been reported as a result of this event.